Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a left ventricular lead revision. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator (ICD) was undersensing. The patient's ICD was reprogrammed. The patient was in stable condition.